Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to confirm rather or not if a patient injury had occurred and obtain additionally information regarding the reported event but with no result. The exact cause of the reported event cannot be determined; however, based on similar reports, the most likely cause of the reported event can be attributed to user handling. The instruction manual of the subject device warns ¿do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient's body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane.¿

Event description:
Olympus received a medwatch (mw5069525) report on (B)(6) 2017, which reports that after obtaining endobronchial tissue from the patient, the scrub tech observed wires protruding from the disposable biopsy forceps. It was noted that the forceps would no longer open or close. The user facility also reported that prior to the forcep damage; the scrub tech noted that the forceps were operating abnormally. It is unknown if the patient sustained an injury of if the intended procedure was completed.